Event description:
The user facility reported that during a procedure, the radiopaque marker detached from the wire and was left inside the patient's body. Follow up communication from the user facility confirmed the following: the device was used for severe calcified aortic stenosis; the procedure was substitution of the aortic valve with a biological prosthesis; the procedure started at 2:34 pm and finished at 6:38 pm; during the cannulation of the ascending aorta and the femoral vein, the radiopaque marker became detachment from the wire; the presence of the radiopaque marker inside the body of the patient was confirmed by a CT scan performed on (B)(6); the patient had to undergo prolonged hospitalization and an additional surgical procedure to remove the radiopaque marker; and there was no harm to the patient.

Manufacturer narrative:
(B)(4). The actual sample has not been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the reported product code/lot # combination. Visual inspection of the sample did not find any anomaly. Magnifying inspection did not reveal any anomalies. The outside diameter was confirmed to be within the specifications, being comparable to that of the current product sample. The sample was peeled off the urethane outer layer from the wire intentionally for the purpose of checking the adhesion level of the urethane outer layer to the core wire. No anomalies were observed. A review of the device history and shipping inspection record confirmed that there were not any production related problems. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information provided by the user facility the event description is most consistent with the guidewire being used in combination with a metallic device. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not use the guide wire m with a metal-tipped catheter, a laser catheter, or a catheter that has a rotating cutting design such as an atherectomy catheter. Use of the guide wire m with such catheters may result in damage to the surface of the wire and/or separation of the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned.